Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's parent called and reported customer was experiencing high blood glucose of 556 mg/dl, which was treated with the insulin pump. Customer had also received no delivery alarms. At the time of this report, customer's blood glucose was 515 mg/dl. Troubleshooting was begun with the insulin pump. No leaks were observed at the infusion set tubing and insulin exited during a manual prime. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.